Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed stored episodes of non-sustained right ventricular oversensing recorded by the implantable cardioverter defibrillator. The episodes were caused by post-paced t wave over-sensing. Programming adjustments were made. The patient was stable.